Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post implant procedure, the patient developed a deep vein thrombosis. The patient received medication and the device remains in use. The patient is enrolled in the micra transcatheter pacing study. No further patient complications have been reported as a result of this event.